Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision procedure, the patient's t11 lead was explanted due to scar tissue. In turn, the remaining t10 lead was left implanted, and the patient was successfully programmed with the single lead.